Manufacturer narrative:
Update received 26 may, 04, 05 jun 2025: adverse event term updated to - ischemic stroke. Stroke confirmed by scanner post-operatively. Patient admitted to neurovascular unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a protege rx was used to treat the left common iliac. Patient suffered stroke during surgery of the index lesion. Admission of patient to intensive care. Implementation of comfort care. Patient died. The investigator assessed the event as not related to the index device, possibly related to index procedure. The sponsor assessed the event as not related to the index device, related to index procedure.